Event description:
The graft was implanted on 12/3/96, for an abdominal aortic aneurysm. On 5/14/98, the graft was explanted due to a staphylococcus infection. The pt was treated with vancomycin and left the hospital on 5/21/98 with no infection. Although the pt's post-operative condition was reported as good, pain was experienced in the area of the sutures and is still experienced by the pt.